Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to tinnitus. There are no plans to reimplant the patient with a new device as per the date of this reports, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).